Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a slight rise in thresholds was noted on the right atrial (ra) lead one week post operatively. One month post operatively a pacing failure was noted and dislodgment was confirmed by x-ray. The lead "was barely inside the atrium". The lead was revised, however dislodgments occurred within minutes of placement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.